Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was 517mg/dl, which she treated with her insulin pump. After troubleshooting, the customer requested that the insulin pump be replaced. The insulin pump is being returned. No additional information was reported.